Event description:
The customer contact reported that during incoming inspection at the user facility prior to clinical use, the device delivered less than expected. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.